Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jan-2024. The most recent information was received on b)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and fatigue ("extreme fatigue to the point of not being able to move, I was exhausted") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of synovial cyst (a synovial cyst on the left foot surgically treated) in 2010, intervertebral disc operation (an l4-l5 herniated disc surgically) in 2007 and parity 3 (without breast feeding), multi gravida, peripheral nerve compression (surgical treatment of ulnar nerve compression in the left elbow), bariatric surgery and anxiodepressive syndrome. No family or personal history, no concomitant medication. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue (seriousness criterion medically important), depression ("severe depression"), anxiety ("severe anxiety"), stress ("severe stress"), insomnia ("severe difficulty sleeping"), headache ("headaches"), toxicity to various agents ("a feeling of intoxication"), amnesia ("memory loss"), malaise ("malaise"), intermenstrual bleeding ("bleeding between periods"), breast tenderness ("severe breast tenderness"), coital bleeding ("bleeding after sexual intercourse"), tendon pain ("tendon pain"), arthralgia ("joint pain (elbow, shoulder, neck, knee, wrist, finger, ankle, etc.)"), gait disturbance ("difficulty walking some days, with my legs buckling"), pain in calf ("very painful legs"), muscle spasms ("muscle spasms all over my body especially in my jaw"), bruxism (" teeth-grinding"), hot flush (" sudden hot flushes all at once"), visual impairment ("altered vision, sometimes like seeing blurry"), feeling cold ("feeling very cold to the point of tears (shivering, wearing three jumpers and still feeling cold)"), peripheral coldness ("pale, cold, painful hands"), painful hand ("pale, cold, painful hands") and dizziness ("dizziness") and was found to have weight increased ("weight gain - 20 kg"). In (B)(6) 2017 she experienced motor dysfunction ("left hemibody motor deficit with speech difficulty"), speech disorder ("left hemibody motor deficit with speech difficulty") and blepharospasm ("facial twitching, particularly of the eyelid") and was found to have fibroids ("fibroids"). Essure was removed on b)(6) 2017. On unknown date she experienced pain in jaw ("jaw pain") and adenomyosis ("adenomyosis") and was found to have intramural leiomyoma of uterus ("3 intramural myomas, the largest measuring 1.4 cm at its widest point"). The patient was treated with paroxetine as well as surgery (ovary-sparing total vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the depression, anxiety and stress were resolving and the fatigue, insomnia, headache, toxicity to various agents, malaise, breast tenderness, coital bleeding, tendon pain, arthralgia, gait disturbance, pain in calf, muscle spasms, visual impairment and dizziness had resolved. The reporter considered adenomyosis, amnesia, anxiety, arthralgia, blepharospasm, breast tenderness, bruxism, coital bleeding, depression, dizziness, fatigue, feeling cold, gait disturbance, headache, heavy menstrual bleeding, hot flush, insomnia, intermenstrual bleeding, malaise, motor dysfunction, muscle spasms, pain in calf, painful hand, pain in jaw, peripheral coldness, speech disorder, stress, tendon pain, toxicity to various agents, fibroids, intramural leiomyoma of uterus, visual impairment and weight increased to be related to essure administration. The reporter commented: extract from the b)(6) 2017 surgical report of hysterectomy and bilateral salpingectomy: there is a fibroid measuring 25 mm; there also appears to be adenomyosis of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [electroencephalogram] on (B)(6) 2017: due to tee event left hemibody motor deficit with speech difficulty: completely ruled out the hypothesis of epilepsy or the manifestation of an event [histology] on (B)(6) 2017: histopathological in appearance, indicating an oestrogen-influenced secretory endometrium with an oestrogen-dominant environment in places. Evidence of slightly modified leiomyomas, the largest measuring 14 mm at its widest point. Fallopian tubes within the normal range for the patient¿s age. No histological signs of malignancy. [Hysteroscopy] on (B)(6) 2013: tubal sterilisation by hysteroscopy as per the essure technique. Surgical procedure: after premedication with dafalgan, profenid and spasfon, easy insertion of the betochi diagnostic hysteroscope to get a good view of the uterine cavity, which is normal in shape and size, with normal mucosa and visible ostia. An essure device is placed in each tubal ostium. At the end of the procedure, 4 spiral coils can be seen on each side. No bleeding. [Mammogram] on (B)(6) 2015: conclusion: acr2 (benign) on both sides; on (B)(6) 2017: acr2 on both sides [ultrasound scan] on (B)(6) 2015: acr (american college of radiology) 2 (benign) on both sides; on (B)(6) 2017: acr (american college of radiology) 2 on both sides; in may 2017: diagnosis of fibroids quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and fatigue ("extreme fatigue to the point of not being able to move, I was exhausted") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of synovial cyst (a synovial cyst on the left foot surgically treated) in 2010, intervertebral disc operation (an l4-l5 herniated disc surgically) in 2007 and parity 3 (without breast feeding), multi gravida, peripheral nerve compression (surgical treatment of ulnar nerve compression in the left elbow), bariatric surgery and anxiodepressive syndrome. No family or personal history, no concomitant medication. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue (seriousness criterion medically important), depression ("severe depression"), anxiety ("severe anxiety"), stress ("severe stress"), insomnia ("severe difficulty sleeping"), headache ("headaches"), toxicity to various agents ("a feeling of intoxication"), amnesia ("memory loss"), malaise ("malaise"), intermenstrual bleeding (" bleeding between periods"), breast tenderness ("severe breast tenderness"), coital bleeding ("bleeding after sexual intercourse"), tendon pain ("tendon pain"), arthralgia ("joint pain (elbow, shoulder, neck, knee, wrist, finger, ankle, etc.)"), gait disturbance ("difficulty walking some days, with my legs buckling"), pain in calf ("very painful legs"), muscle spasms ("muscle spasms all over my body especially in my jaw"), bruxism (" teeth-grinding"), hot flush (" sudden hot flushes all at once"), visual impairment ("altered vision, sometimes like seeing blurry"), feeling cold ("feeling very cold to the point of tears (shivering, wearing three jumpers and still feeling cold)"), peripheral coldness ("pale, cold, painful hands"), painful hand ("pale, cold, painful hands") and dizziness ("dizziness") and was found to have weight increased ("weight gain - 20 kg"). In (B)(6) 2017 she experienced motor dysfunction ("left hemibody motor deficit with speech difficulty"), speech disorder ("left hemibody motor deficit with speech difficulty") and blepharospasm ("facial twitching, particularly of the eyelid") and was found to have fibroids ("fibroids"). Essure was removed on (B)(6) 2017. On unknown date she experienced pain in jaw ("jaw pain") and adenomyosis ("adenomyosis") and was found to have intramural leiomyoma of uterus ("3 intramural myomas, the largest measuring 1.4 cm at its widest point"). The patient was treated with paroxetine as well as surgery (ovary-sparing total vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the depression, anxiety and stress were resolving and the fatigue, insomnia, headache, toxicity to various agents, malaise, breast tenderness, coital bleeding, tendon pain, arthralgia, gait disturbance, pain in calf, muscle spasms, visual impairment and dizziness had resolved. The reporter considered adenomyosis, amnesia, anxiety, arthralgia, blepharospasm, breast tenderness, bruxism, coital bleeding, depression, dizziness, fatigue, feeling cold, gait disturbance, headache, heavy menstrual bleeding, hot flush, insomnia, intermenstrual bleeding, malaise, motor dysfunction, muscle spasms, pain in calf, painful hand, pain in jaw, peripheral coldness, speech disorder, stress, tendon pain, toxicity to various agents, fibroids, intramural leiomyoma of uterus, visual impairment and weight increased to be related to essure administration. The reporter commented: extract from the on (B)(6) 2017 surgical report of hysterectomy and bilateral salpingectomy: there is a fibroid measuring 25 mm; there also appears to be adenomyosis of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [electroencephalogram] on (B)(6) 2017: due to tee event left hemibody motor deficit with speech difficulty: completely ruled out the hypothesis of epilepsy or the manifestation of an event [histology] on (B)(6) 2017: histopathological in appearance, indicating an oestrogen-influenced secretory endometrium with an oestrogen-dominant environment in places. Evidence of slightly modified leiomyomas, the largest measuring 14 mm at its widest point. Fallopian tubes within the normal range for the patient¿s age. No histological signs of malignancy. [Hysteroscopy] on (B)(6) 2013: tubal sterilisation by hysteroscopy as per the essure technique. Surgical procedure: after premedication with dafalgan, profenid and spasfon, easy insertion of the betochi diagnostic hysteroscope to get a good view of the uterine cavity, which is normal in shape and size, with normal mucosa and visible ostia. An essure device is placed in each tubal ostium. At the end of the procedure, 4 spiral coils can be seen on each side. No bleeding. [Mammogram] on (B)(6)2015: conclusion: acr2 (benign) on both sides; on (B)(6)2017: acr2 on both sides [ultrasound scan] on (B)(6) 2015: acr ( (B)(6) college ) 2 (benign) on both sides; on (B)(6)2017: acr ( (B)(6) college ) 2 on both sides; in(B)(6) 2017: diagnosis of fibroids based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.